Manufacturer narrative:
Please note: the event date is unknown, therefore, (B)(6) 2021 is used.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a device issue. The aus cuff, pump, and balloon was explanted. There were no patient complications in relation to this event.